Event description:
The left ovarian vessels were grasped and coagulated and transected. However, there were some issues I felt with the ace harmonic. It did not feel like it was grasping adequately or transecting the way it should, so we traded this out for another one. At this point, we had patient in or for laparoscopic total hysterectomy, left salpingo-oophorectomy, resection of pelvic peritoneal lesions/ endometriosis. Excellent performance of the equipment and the left pedicle was once again re-coagulated with excellent assurance and control. The round ligament was grasped, coagulated, and transected. No harm to patient.